Event description:
It was reported that the patient's trach flanges were starting to tear on both sides so the trach was changed before it would tear all the way through. It was then noticed that the backup trachs also had small tears on them. The devices are not available for investigation since they were discarded. There was a patient involvement but unknown harm or adverse event. There was 1 patient and 3 product faults. Emdr-19024, emdr-19030 and emdr-19031 represent the same patient.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3: other; device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Evaluation codes: updated. Device evaluation: no product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.